Event description:
It was reported to kendall that a nurse was stuck putting a butterfly into a sharps container. They are using the bd safety lok butterfly, sales rep asked how needlestick occurred with a safety butterfly - did they not activiate it? Sales person is re-inservicing account due to probable user error in this and other possible incidents.